Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, unexpected error test, rewind and basic occlusion test. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump was monitored for 24 hours, no intermittent blank display/shutting off or failed battery test alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. The pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call of failed battery test, blank display and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump shut off when battery is placed in the pump. The customer stated that the pump gave a failed battery test. The customer mentioned that there is a crack in the reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.